Event description:
In 2003, it was reported by the territory manager, who was present at the liver ablation procedure, that when the probe was in place and the machine turned on, machine gave a fatal hardware error: "h07", and no power was produced. Pt was on coumadin. Procedure postponed. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met its specifications. Company's direction for use outline appropriate placement, access and maintenance procedures.